Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset. This occurred with seven different sites in the last week. The patient experienced elevated blood glucose levels. No adverse event reported. Return of the suspect device was requested for evaluation.